Event description:
It was reported that the video system center was not providing an image from the scope and had a broken connector. The issue occurred before sedation for an unspecified procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.